Event description:
Customer reported he was having troubles with his insulin pump. Customer stated the words kept fading in and out when he was trying to rewind and he can't see the words. Customer's blood glucose was unknown. Customer uses recommended battery type. The device was not dropped nor bumped. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.